Manufacturer narrative:
This report is submitted on january 12, 2021.

Event description:
Per the surgeon, the patient experienced an infection and some serous drainage from his post-auricular incision during the following 1-2 weeks which resolved with a course of oral and IV antibiotics. The patient presented again with an infection of the site resulting in the wound being drained surgically. The device was explanted on (B)(6) 2020. It is unknown if there are plans to re-implant the patient with another device.